Event description:
It was reported that the patient was admitted to the hospital due to multiple vt event. Device interrogation was done and found all event appropriate and all lead parameter normal reading. Next day physician called and informed that patient died after vf episode. After interrogation no vf episode was detected in arrhythmia log book. The ICU staff delivered external shock to terminate the vt/vf episode, but not successful. Patient died. Device was not explanted.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was reviewed, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned data were thoroughly inspected. A total of 614 episodes were documented. Episodes 567 to 614 occurred on may 14th, 2024. Analysis of the available iegms showed that all detections were triggered by intrinsic signals. The data further indicated that all detected vt episodes were treated according to the programmed settings. Episodes 607 to 614 were classified as nst by the ICD. Evaluation of the corresponding iegms revealed low-amplitude intrinsic cardiac signals, with values below the programmed minimum sensing threshold of 0.8 mv, leading to the nst classifications. The data further indicated normal and expected ICD behavior, with no indication of device malfunction. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of a device malfunction. The ICD functioned as specified based on the programmed parameters and the specific intrinsic heart signals of this patient.